Event description:
The customer reported a pacer equip malfunction inop and pads/paddles cable failure. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported a pacer equip malfunction inop and pads/paddles cable failure. There was no report of patient involvement or adverse patient impact. The unit was evaluated by the local philips representative, who cleared the inop message by running the operation. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.